Event description:
Dr reported a patient who had developed infection and necrosis in the tip of her nose 2 days post injection. The patient was injectoed with radiesse in the doorsum of her nose in 2006.